Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance is affected. Next programming visit was scheduled for (B)(6) 2018.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). According to the currently available information, a problem with the reference electrode appears very likely, as a gradual increase in the gp impedance was noted. However, to determine an exact root cause a device investigation on the explanted device would be necessary. Currently no plans are made for re-implantation. The recipient will be monitored by the clinic.

Event description:
The hearing performance is affected and a gradual decrease of hearing was reported. At the moment ther are no plans for explantation.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). Additional information: according to received information, a problem with the reference electrode appears very likely. However, an investigation of the concerned device is necessary to determine a root cause. The recipient will be monitored by the clinic. Re-implantation is not considered at this time.

Event description:
The hearing performance is affected and a gradual decrease of hearing was reported. At the moment there are no plans for explantation.

Manufacturer narrative:
Conclusions: device investigation did not reveal any device defect or damage. The device is working within specification. According to the information received from the field the increased ground path impedance was likely caused by the silastic strap, which was directly placed above the reference electrode. This is a final report.

Event description:
It was reported in (B)(6) 2017 that the recipient_s hearing performance and speech perception had significantly declined. It was reported after a fitting session on (B)(6) 2020 that there were some additional changes in sound quality and clarity in the previous 4-5 months. The user also indicated that the magnet was not as tight as it used to be. As per additional information the explantation was then planned for (B)(6) 2022 but was cancelled due to covid. The user has been explanted on (B)(6) 2022.

Manufacturer narrative:
Additional information: according to received information, a problem with the reference electrode appears very likely. However, an investigation of the concerned device is necessary to determine a root cause. The recipient will be monitored by the clinic. Re-implantation is considered but no date has been scheduled yet.

Event description:
It was reported in december 2017 the hearing performance and speech perception had gradually declined. It was subsequently reported after a fitting session on july 27, 2020 that there were some additional changes in sound quality and clarity in the previous 4-5 months. Reimplantation is considered. Virtual visit with the surgeon to discuss re-implantation to be scheduled.

Event description:
It was reported in (B)(6) 2017 that the recipient's hearing performance and speech perception had significantly declined. It was reported after a fitting session on (B)(6) 2020 that there were some additional changes in sound quality and clarity in the previous 4-5 months. The user also indicated that the magnet was not as tight as it used to be. The surgery was scheduled for (B)(6) 2021, however was cancelled as the recipient was sick. A new date for the surgery has been not scheduled as of (B)(6) 2021.

Manufacturer narrative:
Additional information: according to received information, a problem with the reference electrode appears very likely. Reportedly during initial implantation surgery the surgeon placed a silastic strap (secured with two screws) across the receiver_stimulator where the ground electrode is located, which might has contributed to the increasing ground path impedance. However, an investigation of the concerned device is necessary to determine a root cause. Re-implantation is considered but no date has been scheduled yet.

Event description:
It was reported in (B)(6) 2017 that the recipient's hearing performance and speech perception had significantly declined. It was reported after a fitting session on (B)(6) 2020 that there were some additional changes in sound quality and clarity in the previous 4-5 months. The user also indicated that the magnet was not as tight as it used to be. As per additional information the explantation was then planned for (B)(6) 2022 but was cancelled due to covid. No new date has been scheduled as of (B)(4) 2022.

Manufacturer narrative:
According to received information, a problem with the reference electrode appears very likely. Reportedly during initial implantation surgery the surgeon placed a silastic strap (secured with two screws) across the receiver_stimulator where the ground electrode is located, which might has contributed to the increasing ground path impedance. However, an investigation of the concerned device is necessary to determine a root cause. Re-implantation is considered but no date has been scheduled yet.